Event description:
In 2005, a patient underwent repair of a thoracic aortic aneurysm using the gore tag thoracic endoprosthesis. Two years later, the patient presented with a thoracic esophageal fistula. Following a family consultation, a decision was made by them to let the condition run its course. Over the following weekend, the patient expired. In 2007, the devices were explanted and an autopsy was performed. The cause of death was noted to be associated with complications from the fistula.

Manufacturer narrative:
Please note: device tg3410 was also used in this event.